Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the video telescope generates no image. The cause of this malfunction is a break in the internal video cable which was found to have been strongly overtwisted. As clearly stated as a warning note in the instructions, the user must always have spare equipment available in case of a malfunction. By following these instructions, there are no recognized patient hazards and a malfunction of the device is unlikely to cause or contribute to a death or serious injury, even if recurring. Thus, the event/incident is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. However, the user apparently did not follow these instructions since the spare equipment had to be requested from a different hospital. As a result, the procedure and thus the general anesthesia of the patient was extended by up to 1,5 hours. Therefore, this event/incident was attributed to abnormal use/off-label use. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the beginning of a therapeutic hysteroscopic surgery procedure, the endoscopic video image became dark and noisy. The surgical team disconnected and reconnected the video telescope from and to the light source and the video processor but the phenomenon persisted. Due to a lack of spare equipment, another video system (light source, video processor, video telescope) was requested from a different hospital. The intended procedure was then completed with that set of equipment and there was no adverse event or patient injury. However, the procedure and thus the general anesthesia of the patient was extended by up to 1,5 hours.